Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: dbs burr hole cap, model: 6010, UDI:(B)(4), serial: n/a, batch: 9135657.

Event description:
It was reported the patient's ipg lost communication with external devices potentially due to breast cancer radiation treatment. Surgical intervention was undertaken wherein the ipg was explanted and replaced. In addition, the patient had an infection due to trauma to the head that led to the left lead and burr hole cap being explanted and replaced as well. As a result, patient's therapy was restored post-op. Investigation was unable to identify which burr hole cap was explanted.